Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device was implanted in other than intended location. Therefore, device is not accessible for evaluation. IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2026, a patient underwent treatment for an aortic stenosis. From the right common femoral artery, access was gained. An 8fr x 10cm terumo radifocus sheath was used to advance an 11mm x 59mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) over a 260cm suprcore wire. As reported, the stenotic lesion in the aorta was crossed with the long 260cm supracore wire. The physician chose to introduce the vbx device through the short sheath, but the vbx device did not go beyond the lesion without the aid of the sheath. As a result, the physician decided a longer 8fr x 45cm destination sheath was necessary. As the vbx catheter was gently pulled back for removal, the vbx stent got caught, but no abnormal resistance was felt. The vbx device withdrawal was not rushed and was removed without force. Upon inspection, it was realized the vbx stent was missing. Imaging showed the dislodged vbx stent was in the proximal right external iliac artery and distal common iliac artery. As reported, the physician attempted to use a 3mm x 40mm mustang balloon to bring the vbx stent back into the sheath, but this did not work. The sheath was then upsized to a 12fr x 21cm cook sheath and the balloon was removed. The physician tried to capture the vbx stent with a 9mm ensnare, but this was also unsuccessful. Eventually, the vbx stent was deployed in the external iliac artery using a 7mm x 60mm mustang balloon. The deployed vbx stent was opposed to the vessel wall with good results. Using the longer 8fr x 45cm destination sheath through the 12fr cook sheath, the case was successfully completed with another device. The patient did not experience any adverse consequences.